Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
After changing the battery, the pump does not respond and the rubber of the lateral up button is worn out. No adverse event alleged. Pump requested for investigation.